Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set leaked through a hole in the tube. This occurred within the first 15 minutes of infusion of platelets at 200ml/hr using an unspecified infusion pump. The reporter stated that the device had been successfully primed with saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.